Event description:
Surgeon tried to get the broach handle onto the broach. He struggled to get it to engage.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.